Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps as instructed, but the issue persisted. Consequently, cts decided to replace the pump. Customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Cts arranged for a replacement pump to be sent, and customer understood the process for returning the faulty pump.